Event description:
Physician reported, right side intracapsular rupture with deformation. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Deformation: not observed, due to device is rupture. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side intracapsular rupture with deformation. The device has been explanted and replaced.